Event description:
Device was removed under suspicion that the activation rod might have been damaged by the patient.

Manufacturer narrative:
The device was not returned for evaluation. Based on the available information and performed internal investigation, the root cause for the reported event could not be determined. There were no indications found for any material or manufacturing related issue.